Manufacturer narrative:
(B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. Manufacturing location: selzach. Supplier: aap biomaterials (B)(4). Manufacturing date: (B)(6) 2015. Expiry date: (B)(6) 2017. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in south africa as follows: it was reported the theatre temperature was checked to make sure it's cold enough for augmentation procedure. Vertecem v+ cement kit was held upright, the liquid of the ampule was mixed with the cement powder and immediately upon mixing there was an instant resistance of the blue handle and it was extremely difficult moving the device as it remained in one position. This was realized before it was used on patient. The surgery was completed with like product with about a five to ten (5-10) delay. There was no reported harm to patient. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: a manufacturing investigation was performed for the subject device (vertecem v+ cement kit, part number 07.702.016s, lot number 4k53110). The investigation of the subject device revealed penetration of cement powder along the stirrer axis. The functionality of the device was confirmed after removal of the mixing paddle along the stirrer axis. One possible root cause of the complaint condition is insufficient compliance with the operating instructions of the mixing system by the user. The mixing paddle was received with the supplied patterns about 5mm above the piston, revealing that the device moved at least once along the stirrer axis. It is at this point that the cement powder can enter the space between stirrer axis and mixing rod. The mixing rod only temporarily very difficult to move at this point as a result but can be resolved with some counter-pressure to make movement possible. The complaint condition is confirmed. To prevent such problems, it is necessary to operate according to the technique ¿start mixing by pushing and pulling the handle from endpoint to endpoint for 20 seconds (1¿2 strokes per second). Perform the first few mixing strokes slowly with an oscillating-rotating movement (combined with pushing and pulling). Once properly mixed, the blue handle must be left in its outmost position.¿) if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.